Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a low anterior resection the device was fired, and the staples did not fire, so the colon opened up. When the specimen was inspected it was determined that the staples did fire, but they had not form correctly. The surgeon fired a tx across the rectal stump to complete the procedure with no patient consequences reported. It was noted that the tissue was irradiated but it was not difficult to close the deice or fire it. It was six centimetres from the anal verge.